Event description:
Boston scientific received information that a red alert was detected for this system due to out of range pacing impedance measurements on the right ventricular (rv) channel. It was noted that the patient was brought in for lead testing and the system was functioning fine with all measurements reported to be within normal limits and the patient is 0% rv paced. The physician elected to continue monitoring the patient at that time. A boston scientific technical services consultant discussed the clinical observations with the caller and encouraged additional troubleshooting. The patient had been lost to follow up and most recently, a red alert was detected for the device declaring end of life (eol). Additionally, impedance measurements were still reported to be high and out of range with loss of capture and no sensing. A revision procedure was performed and the device and rv lead were removed from service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device was not returned for testing. This product issue will be updated if additional information is received.